Event description:
It was reported that during a cryo ablation procedure, the patient had low blood pressure and a pericardial effusion. The case was aborted while the patient was under general anesthesia. A pericardiocentesis was performed. No further patient complications have been reported as a result of this event. It was later reported that the patient had a small baseline effusion and low blood pressure coming into the procedure. It was also reported that due to unstable blood pressure, there was a concern that the effusion may have been growing due to a perforation. After attempting pericardiocentesis, it was surmised that the patient did not have an actively bleeding perforation of growing effusion.

Manufacturer narrative:
Continuation of d10: product ID: 990063-020, product type: mapping catheter; product ID: 2af284, product type: balloon catheter product event summary: the patient data files were returned and analyzed. One patient file was received and recorded on the reported date of the event. The patient file showed eight applications were performed using a 2af284 catheter with lot number: 10241. The patient file also showed system notice 50012 (the refrigerant delivery path is obstructed) during the transition phase at application number one. In conclusion, the clinical issues of perforation, pericardial effusion, and hypotension occurred during the procedure and the decision to abort the procedure without use of alternate therapy was based upon the medical judgement of the physician. There is no indication of a relation of the adverse event to the performance or malfunction of the product. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.